Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, noise reversion and ventricular high rate episodes were noted due to noise present on the right ventricular lead. A lead replacement procedure is anticipated. There were no adverse consequences for the patient.

Event description:
Additional information received indicated that the right ventricular (rv) lead was capped and replaced on (B)(6) 2017.